Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The suspect uim has been returned to carefusion and is pending evaluation. Once final evaluation has been completed, then a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is not coming on. There was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to low voltage through the battery. This reported issue will be tracked and internally investigated.